Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received motor error alarm during prime. The customer also reported that they received motor position encoder error alarm and motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to perform occlusion, excessive no delivery test and unexpected restart test due to constant motor error alarm during bolus delivery. Unable to verify motor position encoder error alarm due to over written pump history. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm noted during our testing. The insulin pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken pump belt clip slot.